Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes. The customer's blood glucose (bg) level was 504 mg/dl. Elevated bg was addressed by manual insulin injection. Reportedly, the customer performed a pump reset and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.